Manufacturer narrative:
The catheter has been evaluated and a pin hole was found at approximately 10.5mm from the distal tip. The balloon was not found rupture as reported. (B)(4).

Manufacturer narrative:
The device involved in the event has not been returned for evaluation. (B)(4)

Event description:
It was reported the balloon ruptured during preparation. The device was not used in the patient.

Event description:
It was reported the balloon ruptured during preparation. The device was not used in the patient.